Manufacturer narrative:
(B)(4). The complaint could not be confirmed nor a root cause identified for the reported problem of leak - blood leak. There were no samples available for evaluation. The lot number was unknown, so no batch review could be performed.

Event description:
It was reported that a patient had a blood leak during hemodialysis therapy, the leak was observed from the connection of the stream sterilized bloodline with arterial chamber and the dialyzer. It was noticed immediately. As soon as the blood entered the dialyzer the patient realized the problem and did not lose any blood. There was patient involvement; however, no patient medical injury or adverse event was reported.